Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated infusion occlusion alerts on an ilet pump using contact detach infusion sets, with bolus delivery stopping during a meal and alert 38 consecutive stalled motor alerts occurring intermittently with a reported blood glucose of 302 mg/dl. The user noted moisture around the connector and cartridge and previously reported leaks at the infusion set anchor and performed a pump restart and dry run with intent to change supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the device problem presented to the user as lack of insulin effect and the implicated component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.